Event description:
The patient¿s pump was interrogated and revealed a motor stall occurred at 8:10 on (B)(6) 2011 and recovered at 9:30 on the same day. The event resolved without sequelae on (B)(6) 2011. There were no signs or symptoms. The cause of the motor stall was not reported. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).